Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was 136 mg/dl at the time of incident. The customer reported that the insulin pump was not dropped prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and a33 test due to faulty force sensor resistor. There was no a33 alarm on the device. The insulin pump passed the basic occlusion test and displacement test. The device was unable to perform the occlusion test and no delivery test due to prime anomaly. The drive support disk was inspected and functioned properly.